Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance was discovered. The lesion being treated was located in the 90% stenosed mid right coronary artery (mid rca). The physician treated the lesion with successful placement of a 3.50x16mm taxus liberte' study stent. Balloon withdrawal resistance occured. The procedure was completed with no further complications.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.